Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the clip scissored during the case. A new applier was opened to complete the case. There was no consequence to the patient.